Event description:
Suspected hemarthrosis [haemarthrosis]. Joint warm (left) [joint warmth]. Joint effusion (left) [joint effusion]. Joint swelling (left) [joint swelling]. Joint pain (left) [arthralgia]. Case description: spontaneous report was received on (B)(6) 2012 from an orthopedist via a company representative regarding a (B)(6) male pt, (B)(6), with osteoarthritis. The pt's medical history was significant for moderate osteoarthritis with joint narrowing, osteophytes and x-ray grade 2 (duration of disease: 8 years), previous treatment with non-steroidal anti-inflammatory drugs (nsaids), visco supplementation with synvisc and 'capillary fragility'. On (B)(6) 2012, the pt initiated synvisc (hylan g-f 20) injection, 2 ml, once weekly in unspecified knee. The lot number for synvisc was not provided. The second injection was administered on (B)(6) 2012. On (B)(6) 2012, the pt received third injection of synvisc and experienced pain, swelling, effusion and 'warm' in the injected joint (the pt had pain and swelling prior to synvisc injections in the same joint). No exudate was collected before or after the synvisc injections. There were no symptoms other than in the injected joint. All the events were treated with rest, ice and nsaids. On an unspecified date in (B)(6) 2012, all the events recovered. The reporter considered 'capillary fragility' as a possible precipitating factor for all the events. The action taken with synvisc treatment was not provided. Relevant concomitant medication included arcoxia (etoricoxib). The intensities for all the events were not provided. The relationship between synvisc and all the events was assessed as related by the reporter. The qa (quality assurance) investigation summary was received on (B)(4) 2012. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Additional info was received on (B)(6) 2012 from the orthopedist. The pt initiated treatment with synvisc in the left knee. The pt experienced all the events in the left joint. It was reported that it was due to the pt's propensity for bruises and superficial skin capillary fragility that hemarthrosis was suspected. It was reported that the pt was fine, no swelling, no pain, walking freely and doing bicycle. The intensity for the event of joint pain (left) and joint effusion (left) was moderate. The intensity for the events of joint swelling (left) and joint warm (left) was mild. The intensity for the event of suspected hemarthrosis was not provided. The reporting physician assessed the relationship between synvisc and the event of suspected hemarthrosis as possible.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.